Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl at the time of the incident and was treated with the insulin pump and injections. It was reported that the customer was thirsty. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer does not allege that the insulin pump was under delivering. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer stated that they were having high blood glucose with the insulin pump. The customer stated that they had a back-up plan available. The insulin pump will not be returned for analysis.